Event description:
It was reported when the mode of the ventilator was changed form pressure control to volume control, the ventilator stopped and the low pressure alarm occurred. The pt was manually ventilated while being transferred to a second ventilator. No permanent pt injury occurred as a result of this event.

Manufacturer narrative:
(B)(6).